Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: pn: 183104tnbn, tinbn vg int ps anat fm r 60mm, ln: 6189953; pn: 141242tnbn, tnbn pol cocr I-beam tray 67, ln: 2017110881. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to pain. Approximately 5 month check-up post-operation, x rays were performed and showed a good placement of the prosthesis but the patient has continuous pain, swelling and difficulties under load.